Manufacturer narrative:
(B)(4).

Event description:
Regarding the therapeutic effect, additional information received from the representative clarified that the therapy had good effect before; it stopped all of a sudden.

Manufacturer narrative:
Concomitant medical products: product ID 37081-40, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: extension. (B)(4). Analysis determined that all conductors were broken 10.5 cm from the proximal end of the extension and noted that the outer insulation was pinched at the same location.

Event description:
The healthcare provider (hcp) reported via the manufacturer representative that there was a deficient extension that occurred during normal use. The therapy was ineffective and was not good "before". The diagnostics/troubleshooting performed included impedance measurement. The impedances were superior to 10,000 ohms. It's unknown what led to the event, but it was noted that a connection issue was excluded. Of note, it was indicated that they can clearly see that the wire was "cute" inside the "plastic" which was intact. It was reported that it seemed improbable that the patient did something that provoked a fracture and that the plastic was undamaged. The interventions/actions taken to resolve the issue included a replacement of the extension. The patient was alive with no injury at the time of the report, and it was indicated the patient's medical history included failed back surgery syndrome (fbss).